Event description:
Customer requested an annual service and check for 02 and 07 patient positioning problems. No adverse event reported.

Manufacturer narrative:
Reported complaint of user advisory 2 (compression tracking error), and 7 (discrepancy between load 1 and load 2 too large), were not verified during functional testing, however, these errors had occurred and were logged in the archive files. User advisory 7 can be generated if fixture/mannequin/patient is too light or misaligned, or device/patient movement occurs during operation. In an attempt to verify the complaint of user advisory 2, load cells were tested, but performed as expected. The autopulse platform performed as expected. No adverse event reported.